Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is identified as: component 1 - motor: brake failure - electrical, component 2 - gearbox: not able to duplicate issue, motor - (B)(4): electrical brake failure - bench test. Wiggle wires by the strain relief and it will shut off and give a brake fault on the joystick during bench test. Gearbox - (B)(4): operated properly during bench test.

Event description:
Motor has a short in the right motor cable and when it flexes it makes the chair shut down and go into an error mode.

Manufacturer narrative:
Additional/updated information was added to reflect the device receiving an expanded evaluation. Per the expanded evaluation report, the rubber boot was pulled off the connector, exposing the internal wiring of the motor lead. When the right motor and gearbox were connected to a test controller and joystick, the joystick immediately returned a six flash error code, indicating a right park brake fault, confirming the complaint.

Event description:
Motor has a short in the right motor cable and when it flexes it makes the chair shut down and go into an error mode.